Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they charged their device up to 100%, but it was not working. No patient symptoms were reported and there were no complications. Indications for use are failed back surgery syndrome and non-malignant pain.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient with an implantable neurostimulator (ins) reported they first started experiencing the device issue in november. The patient clarified that the device was not working was the controller went dead. The patient reported the circumstances that led to the device not working was they lost power after charging controller. The patient stated the steps taken to resolve the device not working were they took the batteries out of the controller and let rest, then put the batteries back in and it started working fine. The patient noted the device not working had resolved. There were no further complications that have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.